Event description:
In 2008, the implantable neurostimulator would turn on for 16 seconds and then stop. The patient symptoms (not specified were present in his area of paresthesia. The patient programmer displayed the amplitude and rate as usual. No error codes were present. There was no accident or incident associated with the event. The implantable neurostimulator had come loose from his side and poked the patient under his ribs. The patient also began experiencing headaches since the prior week. Additional information has been requested, but was not available as of the date of this report.